Manufacturer narrative:
Additional information was received that moderate central insufficiency was noted after the second valve implant. No additional adverse patient effects were reported.  Updated fields: section h.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that of the two serial numbers reported, the serial number of the valve snared to the ascending aorta is unknown. Per the physician, when the second valve was implanted at a depth of 3-5mm, the snare had been released from the first valve in the ascending aorta. After the release of the second valve, the first valve was too deep in the second valve so there seemed to be a tube effect of the two valve frame skirts which may have caused a sealing zone that was too long and eventually occluded both coronary arteries. The cause of death was aortic insufficiency, hypotension, coronary occlusion, and patient age. Per the physician, the patient's death was not related to a medtronic device, but related to the handling and management of the procedure. The physician reflected that if the first valve had been snared to a higher position in the ascending aorta, the occlusion might have been avoided. No autopsy was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-26, serial#: (B)(4), ubd: 23-jul-2020, UDI#: (B)(4). Product ID: envpro-16, lot #: 0010143246, ubd: 2022-02-18, UDI#: (B)(4). Product analysis: both of the valves remain implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, the depth of valve implant was very high at the native valve annulus and the valve dislodged. The valve was snared to the ascending aorta and a second 26mm valve was implanted. During implantation of the second valve, unspecified aortic insufficiency was noted and the patient¿s blood pressure decreased. After the second valve was implanted, the patient did not recover. Despite resuscitative efforts, the patient died during the procedure. The physicians indicated that following the second valve implant, the right and left coronary arteries may have been blocked and the patient could not survive. It is unknown if an autopsy was performed.